Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: on (B)(6) 2023 explanted: on (B)(6) 2023 product type lead product ID 978b128 lot# (B)(6) serial# implanted: on (B)(6) 2023 explanted: on (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 20-sep-2024, UDI#: (B)(4). H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the doctor implanted a new lead in left s3, tunneled it to the patient¿s right side battery pocket, connected the new lead to a new battery, placed the battery in the pocket, and tested the lead impedances. The lead impedances showed a high impedance on electrodes two and three. The battery was removed from the pocket, the lead was removed from the battery, the lead connection was wiped and cleaned with a sponge, reconnected to the new battery, and placed back in the pocket. The lead impedances were tested for a second time, still showing a high impedance on electrodes two and three, as before. The steps were performed for a total of four times, each time electrodes two and three had a high impedances. The physician opted to remove the new lead and replace it with a second new lead, reference number. Once the second new lead was implanted in left s3, hooked to the battery, the battery placed in the pocket, and impedances checked. All impedances were within normal limits. Post-op the patient felt the stimulation vaginally at 0.6 a on program three. The first new lead will be returned to manufacturer for analysis.

Manufacturer narrative:
H3: analysis of the lead (lot#va2sqh7) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.